Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer reported that the insulin pump had recently been exposed to strong magnetic fields. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump failed the displacement test with 246.1 units remaining on status screen and motor error alarm noted during rewind due to motor encoder out of phase. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).